Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found external insulation abrasion that breached the insulation at 6.8 cm to 6.9 cm, 7.0 cm to 7.1 cm, 7.1 cm to 7.2 cm and at 7.3 cm to 8.2 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.